Event description:
It was reported that before use of the syringe 20ml ll syringe only mx bun the scale marking was missing from syringe. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: non scale syringe.

Manufacturer narrative:
Investigation: photo received for investigation, upon observation, the scale marking is missing. During the evaluation is evident the defect was generated during the printing of the barrel of the syringe, however, the defect is within the acceptable quality level in the parts per million allowed. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 20ml ll syringe only mx bun the scale marking was missing from syringe. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: non scale syringe.